Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID: neu _unknown_lead, serial# unknown, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the healthcare provider (hcp) had replaced the previous system. There were 3 leads used as the first lead became contaminated and the 2nd lead an anchor was placed over an electrode and therefore there were impedance issues. A 3rd lead was implanted with success. The manufacturer representative (rep) was with the patient for 2.5 hours post implant and they paired the devices and programmed the device. Patient¿s charging has gone down with intervals and energy usage is lower since replacement 1.5 days to 1.9 days. The device was able to be programed.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Product ID: 977a290, serial# (B)(6), product type: lead. Product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information from the hcp indicated that the proximal contact showed high impedance and was non-functional. The cause was unknown. The lead was connected to the new ins, and still showed high impedances. The lead was replaced to resolve the issue. The lead was discarded, but also noted it was sent to the manufacturer.

Manufacturer narrative:
Section d10 references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date (B)(6) 2025, explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient claimed that due to a manufacturer mistake they will not be able to sleep tonight and will be in severe pain. A manufacturer representative (rep) stayed behind for p ost-operative education and programming. At no point did either of the two representatives activate the new implantable neurostimulator (ins). Patient had to figure out how to activate the ins upon getting home with no assistance to ensure it does not fall below 40% per the rep¿s instructions. Patient received no instructions or indications that the device had to be activated. The rep¿s instructions on usage were extremely rushed and she made it very clear that she did not want to complete the programming. She discontinued the programming so she could go home without achieving the results they were making progress towards. Patient is in more pain as a result. The patient had to do it unexpectedly in the middle of the night on pain medicine and in post-operative pain both of which made it physically difficult to focus on the instructions. The surgery was 4 hours and 30 minutes long. The reason for this is that a broken and untested lead was supplied by the representatives. It was surgically inserted into their body and during integration of the new broken lead was it noticed that the lead was not functional. The hcp then had to battle for replacement of the lead. So far functional but non optimized lead due to the rep not correcting their pain despite the extra time spent replacing the broken le ad. Patient said the functioning lead will cause a buildup of unnecessary scar tissue, future impedance, as well as non-optimal stimulation and other potential problems. Patient is in significantly more pain as the initially placed broken replacement lead made it much more difficult to place the third and required multiple attempts and tissue damage. Hcp is not aware of the patient¿s inability to sleep when on narcotics which were not planned. Patient is in significantly more pain due to the mistake. Patient is requiring significantly higher pain medication which is not allowing them to safely take their normal sleep medication in fear that they will have severe respiratory depression. Patient will have to stay up all night due to the pain and the absence of medications that if they do not take will put them in extremely high risk of seizures. The mistake is causing them severe pain and distress as well as tissue damage. Patient stated that by placing the faulty equipment which was not tested it required difficult surgical correction with permanent damage. Patient claimed the mistakes caused permanent damage to themselves. Patient has concerns about both the short term, long-term, and permanent negative effects of this error. Patient said the mistake will result in additional scar tissue, impedance, and significant decrease in their quality of life for the rest of their life. Patient explained this is not an isolated incident but rather a series of mistakes for which they have been paying for with severe pain, and severe deterioration of their health for prolonged periods of time. They claimed a lack of communication led to a broken lead being surgically implanted within their body, and connected in two locations before it was ever tested causing permanent damage to their health and well-being. They can only hope and pray that it does not result in lifelong pain and suffering but also not impact their ability to practice medicine, which is their passion. The mistakes intra-operatively, preoperatively, as well as post-operatively have extended their pain. Patient reiterated they have damage which has occurred to their subcutaneous and muscular tissues, cardio vascular system, autonomic system, and the unnecessary pain and suffering which has taken an indescribable toll on their life and the life of their family.

Manufacturer narrative:
Continuation of d10: product ID 977a290. Serial# (B)(6). Implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 977a290. Serial# (B)(6). Product type lead product ID 977a275 serial# (B)(6). Implanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. It was reported that the patient needed help getting a recharger for their programmer. The patient was in "post off" and the healthcare provider was going to move the ins from their buttocks to their chest, but they did not end up doing that because there were no representatives who knew how to program the ins for their face. They noted that they didn't have the recharger for the ins that they still had "unexpectedly." It was on red and at 40%; the patient noted that they were going to be there for another week and it was not going to last. The patient was in a lot of pain. They noted that there was "a lot of failures" for the occipital leads. A representative did not show up to the surgery to program the ins in their buttocks that was going to go in their chest, so they had to "throw it away after all of the drama to get it it worked for two and a half days." The patient reported they "just went to waste" because there was nobody there to program it. They noted that all the surgeries the doctor performed "failed" while they were in post-op.

Event description:
Additional information received from the manufacturer representative reported that the physician admitted to contaminating the lead after it was opened and as it was passed on the sterile field. The patient had been told that there were be scar tissue and the leads were difficult to place due to this but the patient insisted and the physician eventually agreed. The new lead and implant have helped prolong the battery life and alleviate some pain.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 977a290 serial# (B)(6) implanted: product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.